Manufacturer narrative:
(B)(4). Results: foldline leak upon visual inspection, it was observed that the balloon was torn; this tear was localized on fold line. It can be suggested that the tear was linked to a general deterioration of the balloon over time. The implant is not intended to be a lifetime implant. The product's instructions for use (IFU) were reviewed with respect to balloon leakage and it was stated that the lost of fluid from the balloon can occur at many time and for a number of different reasons. Causes of fluid loss include, but are not limited to, improper handling of the balloon during surgery, use of an incorrect filling solution, puncture of the silicone tubing during inflation or deflation, disconnection of the catheter from the injection port, physiological reactions to the presence or position of the device, or general deterioration of the balloon over time. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue. Therefore, a manufacturing issue is unlikely to have contributed to this event.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. Attempts have been made to have device returned. Device location is unknown. Additional information was the band leak test prior to implant? Yes. If yes, how was pre-leak tested the band ? (Please explain the used method) as it is written in IFU. What size trocar was used during implantation ? 20mm reusable. What type of band was implanted ? (Curved or straight band) - straight. Where is the hole was observed exactly, provided location ? On connection of balloon with plastic in proximal part on one sight. How is the patient status ? Good, discharged from hospital.

Event description:
It was reported post implant an adjustable gastric band procedure the surgeon removed the product with a hole inside it.